Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-0970, related manufacturer reference number: 2017865-2020-0971. It was reported that the patient developed an infection. The implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted. More information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the infection was not related to the device. Patient was in stable condition post procedure.